Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer stated that there should be insulin remaining in the cartridge. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.